Event description:
The patient no longer has any hearing sensation. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
Conclusion: it was determined that the primary failure mode of this device was due to humidity ingress into the housing through micro-leakage. This is a final report.